Event description:
It was reported that while performing a knee revision, the insert's post was found broken.

Manufacturer narrative:
The affected journey bcs articular stabilized insert was returned and evaluated. A lab analysis conducted during this investigation indicated that the articulating surface of the insert has wear and discoloration. The non-articulating surface has scratches and deformation. The locking detail on the anterior surface of the insert is damaged. The post has fractured from the insert. There were no observations of material or manufacturing deviations in the course of this investigation. As device batch number was not available as the device is worn. Thus, a review of device history record cannot be completed. Our clinical evaluation noted that no clinical relevant documents were provided to conduct a thorough medical assessment. No medical assessment is warranted at this time. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.